Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two patients. This is the first of two reports. Refer to MDR # 8030647-2015-00257 for the second report. It was reported that the thumb valve leaked on the closed suction catheter. The recommended fix for the device did not work. The catheter was switched out for a different catheter with no further issues. There was a second sample to be returned, with an occurrence where the thumb valve leak. There was no report of an adverse event.

Manufacturer narrative:
The device history record for the lot number, m5166t603, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The position of the thumb valve did appear to be fully upright (closed). After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue and suctioning did not occurred. When the thumb valve was fully depressed, the suctioning increased. The thumb valve was also turned 90 degrees and the suctioning did not occurred. Furthermore, suctioning did not occur when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).